Manufacturer narrative:
A certain gold-tite hexed screw (iunihg) was returned. Visual inspection of the as received product identified that the screw had fractured horizontally across the threads. The fractured top portion was not returned. There was noticeable gouging around the threads, most likely during retrieval process. The lot number was not provided/known therefore the DHR was not reviewed. Review of appropriate documentation: biomet 3i restorative manual, instrm rev b 10/15. Information identified: instructions for use of the recommended restoration are provided along with the appropriate torque values. Biomet 3i restorative IFU (instructions for use) p-iis086gr rev. E 11/2015. Precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. The complaint was confirmed, as the screw had fractured horizontally across the threads. A singular cause could not be identified.

Manufacturer narrative:
The lot number was not provided/known.

Event description:
The doctor reports that patient presented with loose restoration. The site was evaluation and it was determined that the abutment screw was fractured and the screw fragment remains within the implant. The patient has been scheduled for the removal of screw and placement of new screw.